Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. Analysis found high voltage output circuit damage on the device as transistors were found to be shorted. The diagnostics indicated a shock was delivered into a low impedance load, rv to can. The can however, did not show evidence of a direct hv discharge to or from rv and the over current detection diagnostic did not show over-current was detected. The low voltage functionality was tested on the bench and out automated testing equipment. All of the low voltage test specifications were normal.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. X-ray revealed dislodged lead. A possible output circuit damage detection and low impedance were also noted. The lead was repositioned, however the alert for possible output damage was still present. Rf telemetry could not be established. The physician decided to replace the ICD.